Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch ultra2 meter was reading inaccurately high. The next night, the patient obtained a blood glucose result of "217 mg/dl" on her meter. She then took 16 units of humalog and claimed that within 20 minutes, she felt sweaty, shaky, and weak. She retested on her meter, got "66 mg/dl," and then administered self-treatment with orange juice. The patient ran a control solution test and indicated that the result was outside the control solution range. The customer service representative (csr) noted that the reported meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. This complaint is being reported because the patient allegedly developed low blood glucose symptoms after taking her insulin based on meter results. In addition, the control solution test failed. Replacement products were sent to the patient.